Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer requested a new lemo connector. A replacement lemo connector was sent to the customer. The customer will be replacing the lemo connector. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.